Event description:
The patient admitted for acute kidney injury (aki) on (B)(6) 2025 after creatinine increased from 1.8 to 3.5. A renal biopsy on (B)(6) 2025 showed chronic active t cell mediated rejection and active antibody mediated rejection and discharged on (B)(6) 2025. Pt is 24+m after aph.